Event description:
It was reported that the customer's insulin pump alarmed button error, and that it could not be cleared. It was reported that the customer did not press any buttons for 3 minutes or longer. It was reported that the customer discontinued use of the insulin pump and was taking insulin injections until a replacement arrived. The insulin pump is being repaired and replaced. The customer's blood glucose values were not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.